Manufacturer narrative:
The remote service engineer and the clinical application specialist looked at the logs and the patient data to determine if the system functioned as intended or if there might have been something wrong. When looking into the system, they could find the event where the ward felt no alarm had been sent and this was correct. However, the cas felt that this behavior was correct by the system and will investigate it with the customer. A good faith effort (gfe) confirmed there was no malfunction on the on the telemetry device and pic ix. It was also confirmed the sound was working on the pic ix device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that on (B)(6) 2023, there was no alarm to central from the telemetry (had occurred once).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation. Phone number provided: (B)(6) .